Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. According to the instruction for use (IFU) contraindications: a patient who is pregnant or wants to become pregnant in future. Pregnancies following ablation can be dangerous for both mother and fetus. Reference internal complaint cc#(B)(4).

Event description:
Name and address of the patient was not provided. It was reported by the patient thought the maude event report database (mw5066659) and it was reported a physician performed a novasure endometrial ablation sometime in the year 2011 (exact date unknown). Sometime post procedure the patient's period returned and she was experiencing "severe cramps and severe back pain". The patient was told she was pregnant and gave birth to a "still born". The patient was hemorrhaging and it was noted her placenta was embedded into her uterus. The patient hemoglobin was 7.5 and she was scheduled for a hysterectomy. We have been unable to obtain additional information surrounding this event.